Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was over 28 mmol/l. The customer¿s current blood glucose value was 27.6 mmol/l. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose with bolus and manual injections. The customer did not alleged under delivery on insulin pump. Auto mode feature was not on at that time. Customer also stated about insulin flow block alarm. No further complications were reported the insulin pump will not be returned for analysis.